Event description:
It is reported that upon arrival and inspection of the inserters by sales representative, it was noticed that the interference fit grub screw ball bearing was loose instead of being in a fixed position to enable to engage /disengage leaver to work properly. This could pose a potential problem of the grub screw ball bearing loosening further during a procedure and entering the surgical wound when a cpt stem was being inserted.

Event description:
It was reported that during a laparoscopic 'galle' procedure, the clip stuck off in the jaw. After the surgeon used force he could open the jaw and remove the clip. As he tried to place another clip, the same happened. The surgery took a few minutes longer because they used a new device. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device, the tip of the advancer slid toward tissue stop during three consecutive firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications; however, the jaws remained in the closed position during each firing sequence. The trigger was manually assisted in order to open the jaws without any difficulties. It should be noted that an investigation has been initiated to address the potential root cause of the opening and advancer bypass issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.